Event description:
During an implant procedure, it was reported that the helix of the right ventricular (rv) lead extended on it's own without being manipulated by the user. After the rv lead was implanted, it dislodged from it's fixed position. Additionally, it was reported that it was difficult achieve acceptable capture threshold and sensing values during the procedure. The physician alleged a malfunction against the lead and it was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. A visual examination of the lead found the helix was retracted and clogged with blood and tissue. After cleaning and applying torque directly to the connector pin, the helix was able to be extended and retracted. The measured full helix extension length was within required performance specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood and tissue. The reported events of unacceptable capture threshold and sensing anomaly were not confirmed. A visual and x-ray examination of the lead revealed no anomalies. Additionally, electrical testing revealed no indication of conductor fractures or internal shorts.